Event description:
When EKG pad was removed from the pt's back post-op, red-purple blemishes plus one blistered lesion on skin along EKG back pad wiring tract were noted. These areas coincided with areas on the EKG pad that were wrinkled, or slightly bent.